Event description:
It was reported that the patient's mother had noticed a lack of response and a malfunction indication via the tempo+ led, so the external equipment was replaced. However the problem was not resolved, even when the external equipment was replaced a second time. The pt was seen at the clinic in 2008, and it was found that the internal device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.